Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii plastic part cracked. The hospital reported no pt effects. Procedure was completed with another heartstring iii of the same lot # with no problems. Device will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the casing for the cutter was split apart along the upper half. The device had been fired and was bloody. Based upon the received condition of the device, the reported complaint "cutter cracked" was confirmed. (B)(4).